Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. According to the information received in the medical records, the patient has a history of severe atherosclerotic cardiovascular disease, deep vein thrombosis (dvt), morbid obesity, vaginal bleeding and was contraindicated for continuous anticoagulation. During the trapease implant procedure via the right groin, the filter was placed in the renal veins at the l2-l3 level. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events on or about eight years after the first filter was placed. Trapease filter is reported to be embedded in the inferior vena cava (ivc), being unable to be retrieved and that the patient is suffering from blood clots, clotting and occlusion of the ivc. The patient underwent placement of an optease filter three years and ten months after the first filter failed to prevent pulmonary embolism (pe). During the optease implant procedure, there was evidence of vena cava thrombosis extending into the trapease filter. The optease filter was placed proximal to the trapease filter in the suprarenal location. The patient tolerated the procedure well. Although it is noted in the ppf that both filters are unable to be retrieved, there have been no known attempts made to remove either filter. The patient also reports to be suffering from shortness of breath (sob), panic and anxiety.

Manufacturer narrative:
As reported a patient underwent placement of a trapease permanent vena cava filter. The patient reported becoming aware filter embedded and unable to be retrieved, blood clots, clotting and occlusion, approximately eight years post implant of the trapease filter. The patient also reports to be suffering from shortness of breath (sob), panic and anxiety. According to the information received in the medical records, the patient had a history of severe atherosclerotic cardiovascular disease, deep vein thrombosis (dvt), morbid obesity, vaginal bleeding and was contraindicated for continuous anticoagulation. The patient developed recurrent episodes of vaginal bleeding while on coumadin and lovenox, requiring d and c¿s. The patient was recommended to be on birth control pills to control the bleeding. The trapease was placed via the right groin and deployed at the l2-l3 level. Approximately three years and ten months post implant a second filter (optease) was placed. The indication for the second filter placement was pulmonary embolism, history of dvt and evidence of ivc thrombosis. The filter was placed via the right internal jugular vein and deployed in the suprarenal location, as there was thrombus of the ivc up to and including the previously placed filter. The patient tolerated the procedure well. Approximately seven years and two months post implant of the optease filter, a computerized tomography (CT) scan was performed to evaluate the filters. The reformatted images were submitted for review two years and nine months later. The review indicated that both filters were perforating through the ivc with multiple struts extending extraluminal. The superior end of the trapease ivc filter is at the l2-3 interspace and tilted anterior at the superior end, tilted laterally at the inferior end, and contacts the ivc wall. All the struts of the trapease filter perforate the ivc up to 5mm. One medial strut perforates 3mm and contacts the aorta. Three struts perforate 4mm and contact the bowel and soft tissues. Two struts perforate 5mm and reside in the soft tissues. The filter lumen is thrombosed. There is a fractured lateral and posterior strut. The patient subsequently reported becoming aware of perforation (ivc and organ) of both filters, fracture with migration of fractured struts (trapease) and chronic thrombus within the trapease filter, approximately thirteen years and ten months after the initial filter implant. The patient also reported blood clots post implant and anxiety related to the filters. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter and optease vena cava filter are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The optease filter is indicated for temporary as well as permanent placement. Blood clots, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological (birth control pills) and vessel characteristics. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Shortness of breath, pain and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the information received in the patient profile form (ppf), the patient reports having been implanted with two cordis ivc filters. The patient was initially implanted with a trapease filter and about three years and ten months post trapease implant, the patient was implanted with an optease filter. The patient reports perforation of filter struts outside the ivc, perforation of filter struts into organs and tilting of both filters; in addition to fractured (lateral and posterior) trapease filter struts, migration of struts and chronic thrombus within the trapease filter. The patient became aware of these events approximately thirteen years and ten months after the initial filter implantation. The patient further asserts to have suffered from pain and blood clots post implant and experienced anxiety related to the filters. Per the medical records provided for review, about seven years and two months after the optease filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for evaluation of the filters, and the reformatted images were submitted for review two years and nine months later. Review of the images reported dual ivc filters perforating through the ivc with multiple struts extending extraluminal. The superior end of the infrarenal cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anterior at the superior end, and it is also tilted laterally at the inferior end, and it contacts the ivc wall. All the struts of the trapease filter perforate the ivc up to 5mm. One anterior strut perforates the ivc wall 4mm and contacts the bowel. A medial strut perforates the ivc wall 4mm and resides within the soft tissues; one medial strut perforates the ivc wall 3mm and contacts the aorta. A posterior strut perforates the ivc wall 5mm and resides within the soft tissues; a lateral strut perforates the ivc wall 4mm and contacts the bowel, and a lateral strut perforates the ivc wall 5mm and resides within the soft tissues. No hemorrhage was seen. The filter lumen is thrombosed. There is a fractured lateral and posterior strut. There is a calcified linear density within the filter lumen possible representing chronic thrombus. The function of the trapease filter was noted as permanent; therefore, the filter cannot be removed by a percutaneous approach.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of a trapease permanent inferior vena cava (ivc) filter. Per the medical records, the patient has a history of severe atherosclerotic cardiovascular disease, deep vein thrombosis (dvt), morbid obesity, vaginal bleeding and was contraindicated for continuous anticoagulation. During the trapease implant procedure via the right groin, the filter was placed in the renal veins at the l2-l3 level. Trapease filter is reported to be embedded in the inferior vena cava (ivc), being unable to be retrieved and that the patient is suffering from blood clots, clotting and occlusion of the ivc. Per the patient profile form (ppf), the patient became aware of events approximately eight years after the first filter was placed. The patient underwent placement of an optease filter three years and ten months after the first filter failed to prevent pulmonary embolism (pe). During the optease implant procedure, there was evidence of vena cava thrombosis extending into the trapease filter. The optease filter was placed proximal to the trapease filter in the suprarenal location. The patient tolerated the procedure well. Although it is noted in the ppf that both filters are unable to be retrieved, there have been no known attempts made to remove either filter. The patient also reports shortness of breath (sob), panic and anxiety. The products were not returned for analysis as they remain implanted and the sterile lot numbers have not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter and optease vena cava filter are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease filter is indicated for temporary implantation and removal, as well as permanent implantation. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Shortness of breath does not represent a device malfunction and may be related to underlying patient related issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.